Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Additionally, high shock impedance measurements of 190 ohms was observed. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Tachycardia therapy was programmed off at this time per the physician request. This product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.